Manufacturer narrative:
Approximately one month later the device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
Upon receipt, laboratory technicians confirmed that the hourly beeping was due to resets resulting from an ecc error address in an incorrect area of memory. When the device tried to correct the error, an illegal memory access fault occurred that reset the device and caused the device to emit warning beeps. Because of the device reset, the ecc error was not cleared and at the next hourly check the sequence was repeated. The reason for the incorrect ecc address was due to a 1 bit memory error. The cause of this memory error could not be determined. When the device was interrogated in the field on (B)(6), 2010 the incorrect ecc error address was overwritten with a legitimate ecc error address, the ecc was corrected, and the resets stopped. Throughout this time therapy was available.

Manufacturer narrative:
Additional information received indicated that the clinic planned to contact the patient to schedule a device replacement procedure. At this time it is unknown when the device replacement procedure will take place. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones once every hour. The device was interrogated and it was not at elective replacement indicator (eri) or end of life (eol) and there were no fault codes present. A save to disk was performed and sent in for analysis. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The analysis of the save to disk revealed that there has been some type of memory corruption and the device is unable to complete the hourly memory checks. The recommendation based on these findings is to replace the device. Further root cause will not be available until the device is explanted and returned for analysis. No additional information is available at this time. If additional information becomes available, the event will be updated.